Event description:
It was reported that the patient experienced stimulation in the wrong location. It was noted that the stimulation had not been going to the correct or targeted area for the past 3 to 4 years. It was noted that the patient felt stimulation at the top of his knees and down the leg and he felt stimulation in the front of his stomach, but not in his back where he needs to feel it. It was noted that when they implanted the lead wire, they did not get it in the ¿sweet spot.¿ it was noted that the patient had seen the manufacturing representative multiple times for programming, but they still could not reach the patient¿s target pain areas. It was noted that the patient was going to see a different physician on (B)(6) 2014 to discuss a possible surgical solution to the problem. Additional information received reported that the patient did not have concerns regarding the device or therapy. It was later reported that the spinal cord stimulation (scs) system was not helpful and was removed on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
.

Event description:
Additional information received reported that there were no device malfunctions, the patient was programmed several times and the therapy just wasn't working for them so it was decided to get the devices removed.